Manufacturer narrative:
Additional information: there is no alleged complaint against this device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images provided show lesions in the mid-rca, it is suggested that pre-dilation occurred as the distal lesion appears less narrow in an image reviewed. A stent is then delivered to the distal lesion in the rca. The images do not show the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a moderately calcified lesion in the mid rca. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The patient was reported to be alive with no injury.